Event description:
(B)(4) which was received from the FDA on (B)(4) 2012: the "tr band failed". Repeated attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The involved device was not returned for evaluation and the lot number is not known. Therefore, meaningful evaluation of device history records and complaint files is not possible. However, a sample of the reported product code from current production was evaluated. Inspection and testing of the sample from the current production run confirmed that there were no defects or anomalies. The cause for the reported failure of the tr band cannot be determined based upon the currently available information. The labeling does address the potential for such a deflation event in the instructions-for-use with statements such as: "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; and "patient should not be left unattended while the tr band is in use." As of this time, repeated attempts to obtain the sample and/or follow up information have been unsuccessful. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).